Manufacturer narrative:
Date of event: (B)(6) 2018. Philip's field service engineer (fse) performed troubleshooting with the customer. It was noted that the battery led light was not flashing. The customer swapped out the old battery with a new battery and the unit operated as expected.

Event description:
It was reported that the ventilator would not operate on battery power. There was no patient involvement. The event date was not provided; estimate used.